Event description:
The dealer states that the joystick is not responding correctly to the end user controls. The dealer states the device is turning left on its own, and backing up on its own as well. The dealer states this is without any touching of the joystick. No further information available.